Manufacturer narrative:
The customer contacted a siemens customer care center and reported that antibodies to (B)(6) results were inconsistent between advia centaur xp instruments. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and found that the incubation ring did not reach home within specifications. The cse replaced the servo motor and acid pump. Then, the cse ran the daily cleaning procedure and quality control (qc) which recovered within acceptable limits. The cause of the (B)(6) antibodies to (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
(B)(6) antibodies to (B)(6) results were obtained on seventeen patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were repeated on alternate advia centaur xp instrument(s). The repeat results were (B)(6). The repeat results were reported, as the correct results, to the physician(s). Although the customer reported that they issued 17 corrected reports, the customer only provided results from one patient. There are no known reports of patient intervention or adverse health consequences due to the (B)(6) results.